Event description:
It was reported that the user experienced loss of dexcom g7 glucose readings and pairing failure on the ilet while glucose readings continued on the dexcom g7 mobile app, consistent with cgm signal loss and a pairing issue between the cgm and the ilet. No reported adverse clinical effects and no reported blood glucose excursions. Outcomes included no impact on health and no hospitalization. Investigation included customer service troubleshooting and user education, including toggling cgm type between g6 and g7, restarting the ilet, re-entering the g7 pairing code, and advising a waiting period for data to resume. Investigation of this case revealed that the cgm-to-ilet communication was interrupted while the cgm system itself continued to function on the phone application. It was concluded that the event was due to a communication and pairing disruption between the dexcom g7 and the ilet, which was addressed through troubleshooting and education.